Manufacturer narrative:
When the investigation as been completed philips will inform the FDA.

Event description:
Philips has been reported that during a procedure the c-arm did not stop and hit the arm board on the table and the patient fell from the table. The procedure was stopped and the patient was taken for a CT scan. To date, philips has not been reported the patient outcome. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The log file of the system has been analyzed and no system malfunction has been found. The system was checked on site and it was confirmed that it was operating as designed and within specifications. The instructions for use of the system include precautions when moving the c-arm and limitations of the bodyguard sensor, including the possibility of collision when the arm is stretched outside the table (e.g. On the arm support) during rotation/angulation movement of the stand(s) - instructions for use basic operations - 9897 100 04241 chapter 2.6.4. Bodyguard and collision switch protection. Philips has completed a good faith effort to get further information on the reported problem and the patient outcome. However customer has not provided any information and has indicated that they will follow their internal processes. No similar complaints have been identified. No further actions will be taken by philips. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.